Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the right tracker on the imaging system was intermittently communicating with a navigation system. The representative then reported that when testing with a separate navigation system, the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was unable to communicate with the wireless trackers on the imaging system. A second navigation system was brought into the operating room (or) but functionality was restored. The imaging system was then adjusted to allow the left tracker to be visible and functionality was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.